Event description:
The physician attempted closure of the arteriotomy with the closer tsl 6 fr device. The device was inserted and deployed without incident. When the operator pulled the plunger back, only one suture was noted. Difficulty parking the foot was encountered but partially achieved. The device was removed, with a lot of resistance noted. A femostop was then placed on the pt's groin for 4 hours. When the femostop was removed, bleeding was still noted. The pt underwent surgical repair of a pseudoaneurysm on 12/00. The pt is reported to be recovering without further incident.